Event description:
It was reported that a spectrum iq infusion pump was not infusing at correct rate during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem of "not infusing at the correct rate" was unable to be reproduced. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Evaluation sent the device to flow lines for flow testing for 40 ml/hr for 60 mins with a vtbi of 40 ml and the device came back with results of 40.975 and an error percentage of 2.4375%. The reported condition was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.